Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using a medfusion® 3500 syringe pump it alerted "battery depleted" even when it was charged to 100% and kept on turning off. When connected to the main power, device was ok. Pump was tested with a fluid filled syringe and it was ok. However, after connecting to the patient, it kept failing and issuing the "pump occlusion alert". The infusion part of the MRI was abandoned. No report of any adverse events to the patient.

Manufacturer narrative:
Updated catalog number from the customer one medfusion pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. Service replaced battery and interconnect board as a preventative measure. Performed functional testing. The problem source is unknown.